Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing, blood was backing up into the tubing and leaking out of a crack in the filter. It could not be flushed back towards the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked filter was not confirmed, however the report of leaking from the filter was confirmed. Visual inspection of the set¿s 0.2 micron filter did not reveal a crack. Functional and pressure testing confirmed leaking from the filter vent closest to the outlet port. The root cause of the filter vent leak was identified as the fluid resistance in the filter increasing the backpressure at which time the fluid seeks the path of least resistance through the filter vent.